Event description:
A customer contacted beckman coulter inc. (Bec) regarding a burning smell emitting from the access immunoassay system. The customer stated that when she arrived in the morning, the instrument and pc were shut down. Per customer, no other instruments were shut down and did not believe the lab lost power overnight. The customer powered on the instrument and smelled something burning from the right side of the instrument. The customer searched in the event log and found pipettor z errors and wash carousel home sensor not found errors. Bec cts (customer technical support) recommended that the customer power the system down, remove the reagent packs and store upright in refrigerator and await service. There was no report of flames or fire and no injury was reported. The fire department was not called.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011 for this event. Fse powered up the instrument and noticed the same errors that the customer had. Fse homed some of the instrument's subsystems without error. The instrument's blower fans stopped working. Fse then rebooted the instrument, but the blower fans did not start up as expected. Fse verified all the voltages for the I/o board and found the +24vdc was reading zero (system specification is +23.5 to +24.5vdc) fse returned on-site (B)(4) 2011 and replaced the instrument power sled. The system then powered up properly and was primed six times with no issues noted. Fse also performed a routine system check which passed within instrument specifications. Hardware is the root cause of this event. (B)(4).